Event description:
A report was received that a patient was experiencing difficulties obtaining a charge from her ipg. An x-ray was taken and the physician believed the ipg was flipped and decided to revise the patient's pocket site. During the revision it was noted that the ipg was not flipped. The physician chose to explant the patient's ipg and replace it with a new ipg.

Event description:
A report was received that a patient was experiencing difficulties obtaining a charge from her ipg. An x-ray was taken and the physician believed the ipg was flipped and decided to revise the patient's pocket site. During the revision it was noted that the ipg was not flipped. The physician chose to explant the patient's ipg and replace it with a new ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of the difficulty charging was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge with the stimulation turned off, which is within the typical ipg battery depletion rate. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.